Event description:
A CT scan indicated that a portion of the electrode array had migrated out of the cochlear. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.